Event description:
Reference number (B)(4). Event occurred in the united states. On 25/jun/2024, the patient reported that the infusion set cannula was kinked, within 3 hours of insertion. Blood glucose at the time of event was noticed 312 mg/dl. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. The area of insertion was back of the arm. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.